Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd896126 and gd896134 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd) . Pd therapy was ongoing. The peritonitis manifested as cloudy effluent, abdominal pain, elevated temperature, and symptoms of feeling ill. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics intraperitoneally for the event and was discharged from the hospital after 4 days. At the time of this report, treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.